Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2004, the patient experienced broken post on gii ps insert sz 7-8 13mm. This adverse event was solved by revision surgery on (B)(6) 2024, in which the implant was exchanged. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
Internal comlaint reference (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device fractured into several pieces. All pieces were returned for evaluation. The device exhibits signs of significant wear and use. This inspection was conducted by naked eye. A lab analysis performed on the device revealed that the knee insert post fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, duration of service, abnormal loading of limb and/or traumatic injury. The clinical/medical investigation stated that, as of the date of this medical investigation, no clinical documentation has been provided and per correspondence, the requested information is not available. The patient impact beyond the reported post fracture and subsequent revision cannot be determined. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. In addition, per material specification, the quality and manufacture of polyethylene as ram-extruded rod and compression-molded rod and plate shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.